Event description:
It was reported that the customer's blood glucose was 411 mg/dl, after she ate and forgot to take insulin. The customer did treat with insulin. The customer stated she had a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).